Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. B97492, 58565-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included hernia repair, incisional hernia and abdominal hernia repair. Concurrent conditions included nabothian cyst, cervicitis, adenomyosis, endometriosis, bleed in luteal cyst, inflammation, uterine fibroid, uterine enlargement and bicornuate uterus. Concomitant products included ibuprofen. In 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain") and uterine pain ("uterine pain"), underwent gastric bypass ("surgery (other) type of surgery:gastric bypass") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (exploratory laparotomy , total abdominal hysterectomy , bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, bladder disorder, urinary tract disorder, gastric bypass, dyspareunia, pelvic pain, weight increased and uterine pain outcome was unknown. The reporter considered bladder disorder, dyspareunia, gastric bypass, genital haemorrhage, pelvic pain, urinary tract disorder, uterine pain and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: 2013, (B)(6) 2014 current weight 235 lbs. Approximate weight at the time of essure placement unkown lot number: essure (58565) - v25.2 - (B)(6) 2014 coils left: 2 coils right: 3 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain lot number reported (58565) is invalid lot number: b97492 manufacturing date: 2013/11/27 expiration date: 2016/11/30 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-feb-2021: quality-safety evaluation of ptc. (Product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. B97492, 58565) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included hernia repair, incisional hernia and abdominal hernia repair. Concurrent conditions included nabothian cyst, cervicitis, adenomyosis, endometriosis, bleed in luteal cyst, inflammation, uterine fibroid, uterine enlargement and bicornuate uterus. Concomitant products included ibuprofen. In 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain") and uterine pain ("uterine pain"), underwent gastric bypass ("surgery (other) type of surgery:gastric bypass") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (exploratory laparotomy , total abdominal hysterectomy , bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, bladder disorder, urinary tract disorder, gastric bypass, dyspareunia, pelvic pain, weight increased and uterine pain outcome was unknown. The reporter considered bladder disorder, dyspareunia, gastric bypass, genital haemorrhage, pelvic pain, urinary tract disorder, uterine pain and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: 2013, (B)(6) 2014. Current weight (B)(6) lbs. Approximate weight at the time of essure placement unknown. Lot number: essure (58565) - v25.2 - 06/27/2014. Coils left: 2 coils right: 3. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: fu 5 and fu 6 processed together. Mr received. Reporter information, patient details (race information), medical history, lot number, removal details (date explanted), auto narrative supplement were added. Rcc was updated. On (B)(6) 2021: fu 5 and fu 6 processed together. Wrong source document. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.